Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer may have had a bad batch of reservoirs. When the customer does a set change, the reservoirs seem to have a lot of air pressure and this makes the insulin really fizzy and full of bubbles. Customer's parent tried one reservoir from two boxes and they did the same thing. Customer's parent tried another box and it was fine.